Event description:
It was reported that two 511sd was used during a laparoscopic cholecystectomy. It was reported by the rep that the surgeon didn't feel shields worked properly, the red button did not return to position and shield didn't lock. There was no consequence to the pt.